Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high when performing a control solution test. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010. During the follow up call the patient informed the mss that she felt her meter had also been reading inaccurately low when performing a blood glucose test. The patient reported that the alleged inaccuracy began 2 or 3 months prior to contacting lfs. The patient stated she was obtaining alleged low results in the ¿70, 80 and 90¿ range. It is not known if the subject meter was set to the correct unit of measure setting at the time she was obtaining the alleged inaccurate readings. As a result of the alleged inaccurate readings, the patient claimed she stopped taking her usual dose of oral medication (2 pills a day, unknown type) and insulin (20u in the morning, unknown type). On an unspecified date/time, after the alleged issue started, the patient reported that she began to feel anxious, her body ¿felt heavy,¿ and she developed blurred vision. In response to the symptoms the patient stated she went to see her physician (date/time of visit not recalled by patient). At the time of the doctor¿s office visit, the patient confirmed her blood glucose was tested with her doctor¿s/clinic¿s meter. The patient did not remember the exact result obtained, but reported it was ¿very high.¿ the patient claimed that her physician increased her dose of insulin from 20 to 26 units in the morning. It is not known if the patient received medical intervention by her hcp at the time of the visit. At the time of troubleshooting the alleged inaccurate control solution issue, the customer care advocate discovered that the subject meter was set to the incorrect unit of measure setting (mmol/l). The patient was unaware that the meter was set to the incorrect setting and did not recall if a decimal point was appearing when she ran the control test or tested her blood glucose. This complaint is being reported because the patient claims she obtained inaccurate low readings on the subject meter, stopped taking her diabetes medications based on the alleged results, and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.